Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated anda f/u report will be sent.

Event description:
On (B)(6) 2007, the plaintiff was implanted with an ams monarc sling. It was alleged by the plaintiff's attorney that the plaintiff, "suffered injuries including erosion, pain, dyspareunia, urinary problems, multiple corrective surgeries and metal anguish as a result of her implantation." It was also alleged that the plaintiff experienced infection, diminished capacity for the enjoyment of life, a diminished quality of life, and other such damages.